Manufacturer narrative:
It was reported that during a procedure, the fiber burned the rubber stress relief near the proximal end of the fiber. The DHR review confirmed that the fiber met all quality requirements prior to release. The fiber was not returned to dmta for evaluation. Past complaints were reviewed, and there is no identifiable trend in complaints related to holmium fibers burning. The risk associated with a fiber burning at the connector is identified as medium. Based on the available evidence, several factors may have contributed to this malfunction, including possible handling-related elements.

Event description:
Dmta received a complaint stating that a fiber through the stress relief boot.